Event description:
During implant the implant procedure, while using the medtronic catheter passer, a vein was nicked and the patient experienced bleeding. Physician applied pressure and used cautery to stop the bleeding. This resolved the issue.